Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had an unexplained blood glucose level of 449 mg/dl at the time of the call. The customer was advised to check his blood glucose level again, and it had come down to 376 mg/dl. The customer also reported that the insulin pump recently went into threshold suspend due to a low blood glucose level. Customer stated that he treated with food. The insulin pump was not replaced or returned for analysis.